Manufacturer narrative:
While no serious injury resulted in this event, there has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. Debris buildup in the water filter. Flattened pinch tube restricting air/powder flow. Damaged water flow control on the handpiece cable.

Event description:
While using a g137 scaler, inserts are getting hot; no injury resulted.